Event description:
Reporter stated that one of the device's internal contacts is blackened. No operator injury was reported. The problem was first discovered at a hosp. Technical support requested the return of the suspect prod and replacement prod was shipped.